Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was returned in two portions. On the connector portion, an insulation abrasion exposing the outer coil was noted at 13.8 cm to 14.7 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. This likely contributed to the reported noise anomaly.

Event description:
It was reported that the patient initially presented in clinic with symptoms of lightheadedness. The patient reported falling several times. The right ventricular lead exhibited noise. A chest x-ray suggested that the lead had sustained clavicular crush damage. The lead was successfully explanted and replaced. The patient would be monitored.